Event description:
The customer reported an overinfusion of fentanyl. Details are as follows: fentanyl 200 mcg / 100 ml was started at 02:45 to infuse via primary port of uvc. Rate was 0.7 ml/h (=0.5 mcg/kg/hr, patient weight (B)(6)) and vtbi was 4 ml; 10 ml had been wasted during primary therefore 90 ml remained in the bag. At 03:49 the rn noticed that the bag was empty with air in the IV tubing from the bag to the pump although the pump's volume infused read only 0.78 ml. No leak was found. The infusion was stopped and the patient was given medication to counteract the fentanyl. Overinfusion was replicated by the hospital biomed with different sets and at different rates. It was reported that the infusion did not stop when the pause button was pressed and the motor could be heard running at "a high rate of speed".

Manufacturer narrative:
(B)(4). The devices have been received and the eval is pending. A follow up report will be submitted with investigation results once the eval has been completed.